Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was not retuned for evaluation therefore the failure analysis and determination of root cause was not possible. The device history record (DHR) review was not possible as no serial number was provided. Slippage of mayfield skull clamps is a known issue that is being closely monitored. Slips and laceration can occur from improper use of the skull clamp or worn components. Please refer to the a1059 IFU for proper positioning and maintenance for the device. This will be monitored and trended going forward. The reported complaint was not confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00441.

Event description:
This is 2 of 2 reports. A customer reported that the a1059 mayfield modified skull clamp slipped and caused patient laceration during a posterior cervical procedure on (B)(6) 2020. A (B)(6) year old male patient was positioned supine on patient cart then flipped prone onto operating room table with gel rolls. The incident occurred when the patient was flipped and suffered approximately 2cm to 4cm scalp laceration and was sutured and stapled to close. There was a 15 minute delay in surgery as they need to suture and staple the injury and reposition the mayfield. The procedure continued after reapplying the mayfield. Additional information has been requested.